Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 520 mg/dl at the time of incident. Customer stated that the insulin pump would not rewind and the buttons work intermittently. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 520 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer had a blood glucose reading of 335 mg/dl in the past. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No rewind anomaly noted. Device was received with intermittent button response due to lcd keypad connector not plugged in properly. No unexpected numbers ramping on their own noted. Device had cracked reservoir tube lip.